Event description:
It was reported that the left ventricular lead (lv) had no capture for many years and was dislodged in the main body of the coronary sinus (cs). Subsequently, the lead was explanted during a generator change and a quad lv lead was implanted successfully. It was noted that prior to the explant, the cardiac resynchronization therapy defibrillator (crt-d) was programmed to right ventricular (rv) only. No adverse patient effects reported. The lv lead has been returned.